Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged from its original site in the patient and had to be extracted. A replacement rv lead was then implanted. The extracted lead was thrown away after this event by the hospital staff. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is available and/or expected, our investigation is complete. This investigation will be updated should further information be provided.